Event description:
It was reported that the patient was hospitalized due to unknown reason.

Event description:
It was reported that the patient was hospitalized due to unknown reason. Additional information was received that the patient was experiencing irritation at the ipg site possibly caused by charger over the ipg without a barrier. Symptoms include redness and swelling. It was also reported that the patient was experiencing burning sensation while the stimulator is on. The patient underwent spinal cord stimulator (scs) explant procedure. Additional information was received that the patient did not underwent an spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Correction to the follow-up 1 MDR in blocks b5 and h6: impact code.

Event description:
It was reported that the patient was hospitalized due to unknown reason. Additional information was received that the patient was experiencing irritation at the ipg site possibly caused by charger over the ipg without a barrier. Symptoms include redness and swelling. It was also reported that the patient was experiencing burning sensation while the stimulator is on. The patient underwent spinal cord stimulator (scs) explant procedure. Additional information was received that the patient did not underwent a spinal cord stimulator (scs) explant procedure.

Event description:
It was reported that the patient was hospitalized due to unknown reason. Additional information was received that the patient was experiencing irritation at the ipg site possibly caused by charger over the ipg without a barrier. Symptoms include redness and swelling. It was also reported that the patient was experiencing burning sensation while the stimulator is on. The patient underwent spinal cord stimulator (scs) explant procedure.

Event description:
It was reported that the patient was hospitalized due to unknown reason. Additional information was received that the patient was experiencing irritation at the ipg site possibly caused by charger over the ipg without a barrier. Symptoms include redness and swelling. It was also reported that the patient was experiencing burning sensation while the stimulator is on. The patient underwent spinal cord stimulator (scs) explant procedure. Additional information was received that the patient did not underwent an spinal cord stimulator (scs) explant procedure. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure per patient preference. No device malfunction was suspected. The explanted products will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).